Event description:
A home patient (hp) contacted (B)(4) regarding a check lines and bags alarm that occurred on the home choice (hc) unit during fill. The hp stated the supply bag had solution, so he disconnected the bag and connected it to the heater line. The technical service representative (tsr) explained they would need to end therapy because of the bag being disconnected and then reconnected. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The nurse stated the following: the patient reported it to them and the nurse thought the patient only did it because it was late at night and the patient knows not to swap supplies like that. The patient is performing therapy fine and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed due to unavailable sample. The root cause was determined to be user error, switching bags while connected. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).